Event description:
The facility reports the resident was being transferred from bed to chair. The cna noticed the resident's feet had slipped off the foot plate. The cna then noticed after that the right hand of the resident was caught in between the bars of the lift arm near the hand grips. The cna moved the resident over the bed and detached the resident from lift. The cna and don did not know what size sling the resident was lifted in or exactly how the laceration occurred. The resident sustained a laceration on the top of her right wrist and a fracture. The injury was treated with a bandage and a splint. The lift was inspected and was found to be in very good condition. (B)(4).

Manufacturer narrative:
No broken parts, so no part was returned to medibo. No pictures available. The resident was lifted with an unk size of active sling in a reportedly dry environment, without leg support straps. The lift is reported to have been altered after the incident, prior to insp, by having adhesive tub strips attached to the foot plate of the lift. From the info given to use by the incident eval form we must conclude that the instructions in the sara 3000 operating and product care instructions were not adhered to. There is no indication to medibo that a serious injury occurred, caused or contributed by the sara 3000. Customer needs to be reminded of how to operate the sara 3000 as indicated in the sara 3000 operating and product care instructions. In particular (but not limited to) the following parts; an assessment will have to be made whether the pt requires the lower leg straps. These need to be used when necessary. The support strap must always be applied when using the sling. The pt's feet should always remain in full contact with the foot support. When lifting, check to ensure that the pt's feet do not lift from the support or floor. If possible, the pt should hold on to the pt support grips with one or both hands.